Manufacturer narrative:
A review of the manufacturing records for the device (plc231000/13974680) verified that the lot met all pre-release specifications.

Manufacturer narrative:
Review of the manufacturing records for the devices is being conducted. (B)(4). Patient medication include but are not limited to: enoxaparine, asa, rilmenidine, hydrochlorothiazide, diactane, tenormine, olmesartan medoxomil, tramadol, paracetamol, acupan.

Event description:
On (B)(6) 2015 this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 50.0 mm in diameter, and a right primitive iliac artery aneurysm. The patient was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and the gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure with no reported endoleak and was discharged on november 29, 2015. On (B)(6) 2015, thrombosis within the contralateral leg component and the iliac extender component (plc231000 and pxl161407) on the right side was reported; causing a total occlusion of the endoprosthesis placed in the right external iliac artery. The left primitive iliac artery and the internal iliac artery components were reported to be patent with no thrombus present. On (B)(6) 2016, the patient underwent a cross femoral to femoral artery bypass. The patient tolerated the procedure and is reported to be doing well.